Event description:
It was reported that the device was used during a laparoscopic sigmoid resection. The device would not fire. No further information is available. The case was completed with a same like device with no patient consequence.